Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a patient's charger indicating that it was unable to charge a battery pack.